Event description:
Several weeks after a cardiac angio, radial artery access route, the patient experienced painful red swelling at the radial access puncture site. The lesion resolved with no further treatment.